Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. There is a malfunction in the oxygen sensor, and the oxygen blender board needs to be replaced but the relevant device will be discarded without repair due to lease-up.